Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt, the lead dislodged following slitting. Due to the patient's anatomy, the physician opted not to replace the lead immediately. The lead was not implanted. No patient complications have been reported as a result of this event.